Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited a low monitoring voltage prior to use, indicating possible premature battery depletion. The ICD was not used.